Event description:
It was reported that this right atrial (ra) lead was implanted and all the lead measurements were noted to be normal. The next day, the technician detected loss of capture on this lead, along with high out of range pacing impedance, high capture threshold and noise. The technician tested the lead directly with the pacing system analyzer (psa) and the measurements were showing inadequate as well. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects. The lead is expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was implanted and all the lead measurements were noted to be normal. The next day, the technician detected loss of capture on this lead, along with high out of range pacing impedance, high capture threshold and noise. The technician tested the lead directly with the pacing system analyzer (psa) and the measurements were showing inadequate as well. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high, noisy signals, failure to capture and high capture threshold.